Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reports that has no speech understanding, and that hears noise and sometimes has a sensation of vibration in her ear when wearing the processor. Additionally, eye twitch was reported without wearing the processor. The patient reports that shortly after activation ((B)(6) 2012) received benefit from the device. The clinic is considering re-implantation.